Manufacturer narrative:
The fuses were returned for analysis. Functional testing found that the fuses were blown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was no power to the gantry because of blown fuses in the mvs. The mvs input fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the mobile view station (mvs) would not turn on. There was no patient present when this issue was identified.